Event description:
Pt reported that after injection in the lips and nasolabial folds with an unk juvederm product the pt experienced "swelling at injection sites so bad they had to go to the emergency room for six hours after the injection." Pt also reported difficulty breathing. Pt said they were given benadryl for unk reasons. The pt did not provide permission to contact the physician's office. Allergan's approach to compliance is to resolve all doubt in favor of reporting.

Manufacturer narrative:
(B)(4).